Manufacturer narrative:
This report is submitted on 16 november 2020.

Manufacturer narrative:
This report is submitted on 23 sep 2020.

Event description:
Per the clinic, the patient developed an infection at the implant site. The device was explanted on (B)(6) 2019